Event description:
During treatment for an acute mca stroke, the physician attempted to use a 3max catheter through a 5max catheter and place a trevo stent. In pushing the stent through the 3max catheter, it became difficult and he decided to remove the stent and attempted to place a 3max separator. It also would not track through the catheter. The physician removed the 3max catheter from the patient and noticed that the catheter was stretched significantly.

Manufacturer narrative:
Results: the catheter has damage in the distal shaft portion. Including the stretched portion of the distal shaft, this damage is approximately (27.5 cm) from the tip. Conclusion: the complaint has been evaluated and confirmed. The physician in this complaint mentioned having trouble advancing and removing a trevo stent. This physician also mentioned having trouble moving a 3max separator through the 3max catheter. It is unclear if the catheter was damaged prior to insertion of the stent. It is likely that the increased force applied when attempting to advance the stent when it would not advance, stretched the catheter. Once the catheter is stretched, the ID of the lumen is no longer intact. The decreased ID caused by the stretch then made it difficult for the 3max separator to advance through the catheter. The stent and 3max separator should have been compatible with the catheter, as a new 3max catheter was used to complete the case.